Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line sensor error' which was not reproduced. A review of the event history log identified the multiple presence of 'reload set' and 'air in line' messages but it could not be determined if the alarms were true or false. Evaluation found that the device to function normally while running a loaded set. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an air in line sensor error during testing at the biomed service department. There was no patient involvement. No additional information is available.